Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that he slipped on ice and fell, broke his hips and landed on the insulin pump. Customer stated that insulin pump was broken. Customer has not been on insulin pump therapy since then and thinks the insulin pump still working. Customer stated he is currently using injections. Advised the customer to contact help line for insulin pump replacement. No further information provided.